Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) h4, h6 sterile part: 04.211.018ts sterile lot no: 9l09201 release to warehouse date: 22 feb, 2022 expiry date: 01 feb, 2027 manufacturing site: werk selzach supplier:(B)(6) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.018 non-sterile lot: 620p383 manufacturing site: werk selzach release to warehouse date: 22 jan, 2022 supplier: synthes USA hq, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent a removal surgery. The primary surgery was performed with the clavicle plate and the screws for the clavicle diaphyseal fracture on (B)(6), 2022. When the plate was removed, the four screws broke under the screw heads. The surgeon turned the screw head twice to remove it and it broke under the screw head. Although the surgeon tried to remove the broken screws with hollow reamer and other instruments, they could not be removed. The four screw shafts remained in the body. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: progress is under observation. According to the surgeon, possible cause other than the product is too many screws and the screws were fixed too tightly. The surgeon asked the following questions. -what is the number of cases of broken screws in relation to the number of va clavicle plates used in japan? -which has more cases of broken screws, cortex screws or locking screws? How many cases of each? No further information is available. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l18 tan this is report 4 of 4 for complaint (B)(4)